Manufacturer narrative:
The unit was sold to another facility 12 yrs ago w/o nidek inc. Knowledge. There was no servicing or calibration after second sale. Device inspection was recommended by nidek inc., but the user refused it because they will not use the unit any longer. Nidek co., ltd. Determine that the incident occurred due to handling problem as nidek inc. Reports.

Event description:
Nidek was accidentally notified of MDR reportable adverse event. Yag capsulotomy performed on (B)(6) 2011 on yc-1300 sn (B)(4) by dr (B)(6) shattered iol after second burst. Surgical intervention was occured later that day ((B)(6) 2011): dr (B)(6) irrigated shattered lens, no pieces went into the vitreous, no injury to bag, pt doing fine and is now aphakic.